Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration occurred. Vascular access was obtained utilizing bilateral access. The 60% stenosed target lesions were located in the non-tortuous and moderately calcified left and right iliac arteries. An 8.0 x 40 x 75 cm express® ld iliac / biliary stent was deployed in the right iliac artery and a 7.0 x 40 x 75 cm express® ld iliac / biliary stent was deployed in the left iliac artery. Angiography was performed, however, it was noted that there was no stent in the left iliac artery. Subsequent angiography revealed that the 7.0 x 40 x 75 cm stent had migrated into the lower aorta. A 35 guide wire was then placed through the migrated stent. A 20 mm non-bsc snare retrieval kit was used through the right iliac artery to fixate the guide wire and to prevent further migration. A 9 x 60 mm non-bsc balloon catheter was then inflated and the stent was pulled back into the left iliac artery. A 10 x 60 mm non-bsc balloon catheter was then inflated to further appose the stent. A 10 x 60 mm non-bsc stent was inserted into the 7.0 x 40 x 75 cm express® ld iliac / biliary stent to extend length and ensure full apposition and was followed by dilation with a 10x60 non-bsc balloon catheter. A 10 x 40 mm non-bsc stent was also inserted into the 8.0 x 40 x 75 cm express® ld iliac / biliary stent in the right iliac to further appose the stent and was followed by dilation with a 10 x 60 mm non-bsc balloon catheter and the procedure was completed. Angiography was performed and both iliac and stents looked good. No further patient complications were reported and the patient did well throughout the entire procedure.